Manufacturer narrative:
Follow-up #1 date of submission 08/03/2015. Product analysis: the device was returned and evaluated by product analysis on 07/17/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box found no related issues or abnormal pump behavior. The pump¿s total daily dose history correlated appropriately to the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was above 600 mg/dl with unspecified signs or symptoms. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. The reporter noted that patient incorrectly manually calculated boluses and overrode the pump¿s bolus calculation feature. It was noted that reported diabetes management issues of a change in stress level contributed to the alleged hyperglycemia. This complaint is being reported because the alleged hyperglycemia was attributed to use error. There was no indication or allegation of a device malfunction.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.